Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device displaying an error code. Both tamper seals were broken. There was evidence of the error recorded in the event history log. The customer reported problem was not duplicated during the investigation. Found an error 42142 message in the device information folder. However, during functional test, found the air detector nonfunctioning and multiple air in line. The air detector was not functioning as intended. It was recommended to replace the air detector as corrective action. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). G5. PMA/510(k): unknown. D4: UDI number: unknown.

Event description:
It was reported that the device had an error code of 42142. No reports of patient injury or involvement.